Event description:
It was reported that the patient had noticed a change in stimulation coverage over the past two years. The patient stated they had good stimulation and coverage for the left side, but didn't feel a stimulation sensation on the right side. The leads wee cervically placed. When the lead for the right side was programmed using electrodes 4-7, the patient only felt stimulation in back. The patient was in an accident five years ago. All impedance measurements were normal except for electrodes 5 & 7, which were low at 85 ohms, but were not used in programming. Additional information has been requested, but was not available as of the date of this report.

Event description:
Subsequent information received reported that films were done and the leads had not moved. Both the patient and physician were very proactive/involved and there were no further interventions planned. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 748951, serial# (B)(4), implanted: (B)(6) 2003, product type extension; product ID 748951, serial# (B)(4), implanted: (B)(6) 2003, product type extension; product ID 7435, serial# (B)(4), product type programmer, patient; product ID 389033, lot# j0340378v, implanted: (B)(6) 2003, product type lead; product ID 389033, lot# j0340378v, implanted: (B)(6) 2003, product type lead. (B)(4).

Manufacturer narrative:
The initial MDR was filed as MFR report # 3004209178-2012-05518. Additional review indicated the correct manufacturing site was site 6000032.

Event description:
Additional information received reported that the cause of the event was an expiring device due to normal battery depletion. The patient's signs and symptoms included less beneficial stimulation in the right hand compared to the left. It was noted that the patient's device had not yet been revised. If additional information is received, a supplemental report will be submitted.